Event description:
The plaintiff, alleges that plaintiff wore latex gloves when plaintiff worked as an emergency room tech, volunteer emergency medical tech/firefighter and medical tech. Plaintiff alleges that plaintiff became disabled due to latex allergy. Plaintiff also alleges that plaintiff suffered from inter alia, shortness of breath, asthma, swelling, itching, rashes, hives and anaphylaxis. Plaintiff further alleges that in 1999 plaintiff was administered a skin prick test and thereafter notified that plaintiff was allergic to latex. Furthermore plaintiff alleges that plaintiff is at risk of suffering anaphylactic reactions when plaintiff comes into contact with many different commonly used products which contain the natural latex protein. Plaintiff alleges that as a result of plaintiff's continued and repeated exposure to latex gloves, plaintiff had suffered severe and irreversible type-I latex allergy. Plaintiff also alleges that plaintiff is unable to enter a medical or hosp enviroment where latex proteins permeate the air, entering such an environment puts plaintiff at serious risk for an anaphylactic reaction. Plaintiff further alleges that plaintiff must live plaintiff's life in constant vigilance for the presence of latex products, avoiding everday common products and avoiding everday common places. Furthermore plaintiff alleges that plaintiff is severely restricted in plaintiff's life as to where plaintiff can go, and what plaintiff can do with plaintiff's life, with career, and family. Plaintiff alleges that plaintiff finds it difficult to seek medical and dental care, and entering a hosp for any purpose, is a health hazard to plaintiff. Plaintiff also alleges that plaintiff has suffered and will continue to suffer in the future, severe emotional distress and an inability to engage in normal activities. Plaintiff further alleges that plaintiff has suffered great despair and loss of enjoyment of life, all of which are of a permanent, continuing and life-threatening nature. Furthermore plaintiff alleges that plaintiff has suffered great loss and depreciation of plaintiff's earnings and earning capacity and will continue to suffer same for an indefinite time in the future, pain and suffering, disability and loss of capacity for the enjoyment of life. Plaintiff alleges that plaintiff has incurred in the past and will so incur in the future, medical expenses related to plaintiff's allergy. Finally the plaintiff's spouse alleges being deprived of the love, services, advice, companionship and consortium of plaintiff, and will continue to be deprived of the same to plaintiff's great detriment for an indefinte period of time in the future.